Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of his son (the patient) alleging there were air bubbles in the cartridge and tubing. The reporter claimed that the patient had developed a high blood glucose (bg) level of "500" mg/dl with ketones. The animas representative involved in this contact instructed him to let the cartridge sit at room temperature for 15-30 minutes to de-bubble. The reporter was also advised to prime out bubbles prior to using the pump. This complaint is being reported due to the following conclusion: the reporter claimed that there were air bubbles in the cartridge and tubing, and the patient developed ketones.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.